Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shut down in the middle of the transaction. A field service engineer (fse) noted that the customer reported constant reboots during medication pulling hours, with customer stating it occurred repeatedly. The assembly power module for the station was replaced, which addressed the issue of frequent shutdowns and reboots. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es kept shutting down in the middle of transaction repeatedly. The user was able to get it back up after rebooting but it kept on happening again. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.